Manufacturer narrative:
Based on the claim against the product by the customer noting master tool manipulator (mtmr) not responding on ssc, an investigation is in progress to determine the cause of this reported event. An isi field service engineer (fse) was dispatched to investigate the reported event. The fse was able to reproduce the issue and replaced the mtmr to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: the customer converted to another ssc after the start of the procedure. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that during a da vinci-assisted colorectal surgical procedure, the customer called technical support engineer (tse) to report that the surgeon side console (ssc) right master tool manipulator (mtmr) finger clutch button did not respond on ssc serial number (sn) (B)(4). The surgeon was complaining that mtm right finger clutch was not responding, and the surgeon had a message that it has been disabled by the system. Tse verified error logs and found several instances of recoverable fault 23031 pointing to mtm right clutch button. Tse informed customer that to restore finger clutch functionality they would need to reboot the whole system, but the issue may come back. Surgeon decided to continue the surgical procedure using the second console. The alleged issue caused a procedure delay of less than 15 minutes. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the master tool manipulator (mtm) involved with this complaint and completed the device evaluation. The customer reported failure was able to be reproduced during calibration (via matlab). The grip lever, inner grip spring, outer grip spring will be replaced as a fix.

Event description:
Refer to h10/h11 for follow-up information.